Event description:
Information was received indicating that this ambulatory infusion pump exhibited "key pressed alarm.". It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the screen was found to have scratches. The customer's reported problem of "key pressed alarm" was verified. Investigators attempted to power up the device, when the batteries were inserted the device immediately alarmed with "key pressed", indicating a short in the keypad. Therefore, the pump's scratched screen and inoperable keypad were replaced. Additionally, the device history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the root cause of the customer's reported problem is unknown.